Event description:
A surgeon reported a pt with an unexpected outcome following intraocular lens (iol) implant surgery. Additional info was received from the tech who reported the outcome of the event for the pt is unknown. There were no medical or surgical interventions performed. The lens is in the bag without capsule opacity. In the surgeon's opinion, it is unknown if the device caused or contributed to the event.

Manufacturer narrative:
Evaluation summary - the product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. The product history records could not be reviewed for the cartridge because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by fax and mail on 07/02/2012. A completed questionnaire was received on 07/02/2012. (B)(4).